Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The pump passed unexpected error test. No unexpected error alarms noted. The pump was unable to prime unit during prime test due to faulty force sensor system damage by moisture. Moisture damage was noted at motor assembly per visual inspection. The pump was received with scratched lcd window, cracked reservoir tube and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and unexpected restart from the insulin pump. The customer's blood glucose level was 232 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to monitor blood glucose carefully. The customer was advised call back if display does not return after waiting two hours and reinserting battery.